Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow and contrast key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; the up arrow, down arrow and ok keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.